Event description:
It was reported that the pump exhibited an issue with the force sensor bridge test. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found no external damage. Tamper seal was removed. There was evidence of the error found in the event history log. The customer reported problem was verified/duplicated during inspection and at start up. During the investigation the force sensor cable was found to be damaged, which was also the cause of the reported problem. The force sensor was replaced as corrective action and the plunger cable replaced as preventive measure. The root cause of the reported problem was traced to user interface/customer damage. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 4000.